Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin cartridge dislodged from pump multiple times. Customer's blood glucose (bg) was 500 mg/dl. Customer administered manual injections to treat low bg. . Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.